Manufacturer narrative:
E1: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced tape not sticking event on 04-mar-2026. No further information available.